Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, the microsensor had inaccurate and inconsistent readings and was revised. After implant, the device gave an inaccurate reading of -11 to the direct link. The patients was moved to the pacu where the direct link was synchronized to the bedside monitor, however; the icp values changed constantly (e.g. -6, then 8, then -2, then 4 etc.) . A revision was performed and the microsensor was replaced. The device is available for return and there is no delay or patient harm.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. Examination of the catheter found the device failed the electrical leakage test. Based on the results of the investigation, the reported issue was confirmed, however, unable to determine the root cause. The leakage failure could not be confirmed at the sensor area. A review of quality records for both the finished good and the component found no discrepancies. No further investigation or corrective action is anticipated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.